Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber-optic sensor failure alarm. There was no patient involved or adverse vent reported. A getinge fse upon arrival founda damaged fiber optic sensor port was discovered. Fiber optic sensor port replaced to resolve reported issue. Fiber optic system functioning as expected. The fse also replaced safety disk and tidal volume disk. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor failure. There were no injuries reported.